Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges while preparing the device, passing the guidewire through the catheter the distal end of the catheter fractured.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually. The complaint was not confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.